Event description:
MFR report #: 9617175-2026-00057. Advanced medical solutions topical skin adhesive used to close minor cuts, lacerations etc. Liquiband optima, p00247837. No other device or accessory involved. Patient returned 1 week following initial presentation. The glue had failed to keep the wound closed.